Manufacturer narrative:
Health effect - clinical code e2321 code removed.

Event description:
Updated clinical narrative: a 76-year-old female with a past medical history significant for coronary artery disease and tobacco use was determined to be a surgical turndown candidate and was scheduled for percutaneous coronary intervention. Percutaneous coronary intervention with angioplasty and stent placement was performed to the left anterior descending coronary artery and the left circumflex coronary artery. Following completion of the percutaneous coronary intervention, the patient began to decompensate. Coronary angiography demonstrated occlusion of the left circumflex coronary artery at the stent site. The site was treated with repeat balloon angioplasty, resulting in restoration of flow. The patient experienced worsening angina and subsequently became combative on the procedure table, requiring endotracheal intubation. The field representative responded that the patient was more hypotensive post intubation and decision was to place impella post-pci as bailout. After arrival in the intensive care unit, the patient the patient continued to experience intermittent hypotension. The patient experienced cardiac arrest, and three rounds of cardiopulmonary resuscitation were performed before return of spontaneous circulation was achieved. Medications were administered in accordance with advanced cardiac life support guidelines. The patient was later successfully weaned from support.

Manufacturer narrative:
Device was discarded per information received. Coding has been updated accordingly under section h.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 76-year-old female with a past medical history significant for coronary artery disease and tobacco use was determined to be a surgical turndown candidate and was scheduled for percutaneous coronary intervention. Percutaneous coronary intervention with angioplasty and stent placement was performed to the left anterior descending coronary artery and the left circumflex coronary artery. Following completion of the percutaneous coronary intervention, the patient began to decompensate. Coronary angiography demonstrated occlusion of the left circumflex coronary artery at the stent site. The site was treated with repeat balloon angioplasty, resulting in restoration of flow. The patient experienced worsening angina and subsequently became combative on the procedure table, requiring endotracheal intubation and at that time impella cp was placed. After arrival in the intensive care unit, the patient continued to experience intermittent hypotension and required increasing vasopressor support. The patient subsequently experienced cardiac arrest, and three rounds of cardiopulmonary resuscitation were performed before return of spontaneous circulation was achieved. Medications were administered in accordance with advanced cardiac life support guidelines. The patient was successfully weaned from support on (B)(6) 2025.